Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on troubleshooting steps, but the caller declined to troubleshoot issue. Customer changed supplies as necessary and resumed insulin therapy.